Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in an unspecified vessel was successful with proglide devices, using a pre-close technique, prior to an unspecified procedure. Reportedly, when the proglide sutures were cut, both ends were blue. A second proglide device was used with the same results. Hemostasis was achieved using the preplaced sutures of the proglide devices. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. It was reported that the physician is in- training in the use of the proglide device. No additional information was provided.